Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was severed. The root cause for the severed cable was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.